Event description:
It was reported that the patient's controller charging cable and charging port were partially melted while the patient controller was charging. As a result, a replacement has been ordered through acelis.

Manufacturer narrative:
Date of event is estimated.